Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported during intraocular lens (iol) implant procedure, that the lens felt tight in cartridge and did not feel right when loading, and the lens was cracked.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. A company cartridge was returned in the opened pouch. No viscoelastic was observed. The cartridge had no evidence of placement into a handpiece. The returned company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned pressed into the well area of the lens case. A very small amount of viscoelastic was observed. The optic has a scrape mark on the posterior surface. There were angled cracks at the edge near the scrape. This may indicate a plunger underride occurred. Thirty-five unopened company cartridges were also returned. Four samples were randomly selected for testing. The samples were opened for evaluation. The company cartridges were numbered 1-4 for evaluation purposes. The four selected company cartridges were opened and microscopically examined with no damage observed. The company cartridges was functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported issues may be related to a failure to follow the IFU. The returned company cartridge had no viscoelastic observed. No damage was observed. Top coat dye stain testing was conducted with acceptable results. The lens was damaged. The optic has a scrape mark on the posterior surface. There were angled cracks at the edge near the scrape. This may indicate a plunger underride occurred. Four of the returned unopened company cartridge for lot 16008797 were opened for evaluation. The four selected company cartridges were opened and microscopically examined with no damage observed. The company cartridges was functionally tested per the IFU. No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No problem was found with the company cartridges. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).